Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with renal dysfunction. On (B)(6) 2018, their creatinine levels were 2.48 & 2.83 and then 3.36, 3.78 & 4.04 on (B)(6) 2018. Nephrology stated acute kidney injury (aki) may be secondary to decreased effective renal perfusion in the setting of nonischemic cardiomyopathy (nicm) +/- acute tubular necrosis (atn) from vancomycin toxicity +/- acute interstitial nephritis (ain) from antibiotics. Urinary output (uop) decreased over the previous few days. The patient had an input/output (I/o) foley catheter placed overnight for strict and accurate I/os. Nephrology does not believe the patient needs urgent renal replacement therapy (rrt), but will reassess. Lasix was increased. The patient's renal ultrasound scan excluded obstruction.

Manufacturer narrative:
Section b2, h4: correction. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. A direct correlation between heartmate 3, serial number (B)(6), and the reported events could not conclusively be established through this investigation. It was reported that the patient had a renal dysfunction event starting on (B)(6) 2018, and resolving on (B)(6) 2018. Nephrology was consulted on (B)(6) 2018, who stated acute kidney injury (aki) may be secondary to decreased effective renal perfusion in the setting of nonischemic cardiomyopathy (nicm) equivocal with acute tubular necrosis (atn) equivocal with acute interstitial nephritis (ain) from antibiotics. A renal ultrasound scan (uss) excluded obstruction. No further issues related to this event have been reported at this time. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The heartmate 3 lvas IFU lists renal dysfunction and infection adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.